Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right atrial lead. During the procedure the lead was connected to the generator and sensing values decreased, while capture threshold increased. The lead was then repositioned with satisfactory measurements. However, after the lead was sutured in place the issue persisted. It was determined that the poor electrical values were due to cardiac perforation. A replacement lead was successfully implanted in a different position. No interventions were required, as the patient was in stable condition during and after the procedure.

Manufacturer narrative:
The reported events were for cardiac perforation, inadequate capture threshold and sensing p-wave amplitude variation. The reported events of inadequate capture threshold and sensing p-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except procedural damages. The helix was found to be retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension measured within specification. Unable to perform tip stiffness test due to the condition of the distal region of the lead returned after attempted implant.